Event description:
A report was received that the patient was experiencing loss of stimulation. It was determined that most of the contacts on the lead were out. Database analysis revealed high impedances were measured on most of the electrodes on the lead. The patient underwent a lead replacement. The physician suspected lead malfunction. The patient was reportedly doing well postoperatively.

Event description:
A report was received that the patient was experiencing loss of stimulation. It was determined that most of the contacts on the lead were out. Database analysis revealed high impedances were measured on most of the electrodes on the lead. The patient underwent a lead replacement. The physician suspected lead malfunction. The patient was reportedly doing well postoperatively.

Manufacturer narrative:
Sc-8336-50 (sn (B)(4)) device evaluation indicated that the lead passed visual, electrical, mechanical and photographic imaging tests performed. The complaint of high impedance was not confirmed. The lead was also rotated in several directions to duplicate the reported complaint with no anomalies detected. Sc-4316 (lot 17516803) visual inspection revealed one eyelet was fractured and exhibited missing silicon. The cause of the damage was not determined. Additional information was received that the physician did not leave anything in the patient's body.